Manufacturer narrative:
Medical devices continued: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead was "not working". The patient further indicated there were no plans to revise or replace the lead. No patient complications have been reported as a result of this event.